Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller who stated they will most likely continue to monitor this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert had been generated for this system due to a pacing impedance measurement of 2081 ohms on the left ventricular (lv) channel. No adverse patient effects were reported.